Event description:
The customer reports failure to audibly alarm. The customer's biomed dept states that they verified the inaudible alarm, one time. The biomed inspected the device and replaced the power switch. The customer services the device themselves and states they had replaced the switch some time ago but exact date and hours unknown. The unit passed extended self testing and is now back in service. There was no pt harm or change in therapy as a result of the reported event.